Event description:
Consumer reported getting infection after using pen needle. Has red swollen lumps (abscessed) and needed to see their physician. Dr. Recommended not to clean the injection site with anything (soap, water, alcohol). Only had this problem with the pen needles from their current box.